Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed, and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported pt adverse effects. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #unk indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.